Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer used enlite sensors. The customer stated that the sensor came out due to it being kind of hot. The customer did not ask to troubleshoot for high readings. The customer was advised to monitor and call if problems persist.